Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 364 mg/dl at the time of incident. The current blood glucose was 258mg/dl. Customer treated with manual injection and insulin pump. Customer alleging the insulin pump for under delivering. The product will return for the analysis.